Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of infection, necrosis and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, necrosis and lymphadenopathy.

Event description:
Patient reported left side "had dealt with infections, chest wall infection immediately after breast reconstruction, septic","necrosis of the skin", "major chest pain", and "very swollen lymph nodes". Patient also reported unrelated events of "autoimmune diseases","arteries are very small", and "couldn't lift left arm at all". Device remains implanted.